Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). At the time of report, dianeal pd2 ultrabag therapy was ongoing. The nurse stated that on an unreported date, the patient experienced a break in aseptic technique that resulted in peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was admitted to the hospital for the peritonitis. On an unreported date, the patient began treatment with fortum (1gm, injection, ip, frequency not reported) and reflin (1gm, injection, ip, frequency not reported). It was not reported whether remedial therapy was ongoing. The outcome of the break in aseptic technique was unknown. The patient was recovering from the peritonitis.